Event description:
It was reported that this electrode was explanted due to product performance issue. The patient's pulse generator was at replacement time, so the doctor explanted both the electrode and the pulse generator at the same time. Both products were successfully replaced. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the reason for electrode replacement was high shock lead impedance of 140 ohms. It was reported that this electrode was explanted due to product performance issue. The patient's pulse generator was at replacement time, so the doctor explanted both the electrode and the pulse generator at the same time. Both products were successfully replaced. There were no additional adverse patient effects.